Event description:
Patient was receiving an iron infusion and the primary tubing bubbled in the stretchy part of the tubing. Primary tubing needed to be changed. No harm to patient. This is the third primary tubing set that has bubbled in the stretchy part of the tubing since (B)(6) with the ref no. (B)(4). Medwatch forms were completed for those incidences also.